Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had pain in her hip and around her ins that started after getting steroid injections in her lumbar spine as well as numbness in the front of her leg. External factors were listed as recent steroid injections in lumbar spine and patient reports nothing else. Impedance testing was normal and patient reprogramming was done. Reprogramming was done and any programs that patient felt were uncomfortable were deactivated. The issue was confirmed resolved. The provider seems to think that the pain associated is more from her chronic back pain <(>&<)> the steroid injections because when she was advised to turn the device off she continued to have pain in her hip <(>&<)> around the ins site as well as the numbness in the front of her leg. Patients relevant medical history was oab, chronic back pain, and building discs. Additional information was received from the patient. They reported that since received the 2nd cortisone shot (for degener ative disc issue), has lost all of bladder symptom control. Patient said that prior to the 2nd cortisone shot had about 90% overall symptom improvement. Patient said that the pain doctor (dr. Weenig) said that the 2nd cortisone shot was placed in the same location as the first (based on imaging) and patient said that her managing hcp for implant said it was the shot. Patient said was in the office on (B)(6) and a lady from medtronic was there and they ran through all of the programs, deleted two that weren't working and reviewed some stuff. Patient said stimulation was turned on at the appointment as it was turned off prior due to reported issues in the initial call. Patient said since the appointment that she has gone through all of the programs and hasn't noticed any improvement. Patient said feels pulsing in toes. Reviewed general programming guidance and explained that each patient has different sensitivity to stimulation. Patient to continue tracking and consider staying on a program and setting longer before making another adjustment. Redirected patient to hcp office to schedule reprogramming session with medtronic representative to change programming to fine resolution so adjustments can be made in smaller increments.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2bf6z serial# implanted: 2021-(B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are product ID:978b128, lot# va2bf6z, implanted: (B)(6) 2021, product type:lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the night before last their left leg starting aching and hurting. Then as of yesterday, pt reports feeling the pumping of the stimulator but it was all the way down their leg. Pt states they couldn't walk last night and it was hurting so they went to the ER. Pt states they did an MRI and blood test and thought the wire to the device looked fine. Pt states but it felt like the wire had become disconnected. Pt states they were taking morphine and that has now wore off. Pt has tried turning stimulation off and the pt has stopped quivering but not completely. Pt states the toes are still curling as well. Pt states they have had the stimulation off since 7 this morning. Pt states they haven't had any falls or trauma leading up to this but on wednesday they did get a cortizone shot for their hip issue that started prior to having the device. Pt states it is the same side and the aching. Pt is wanting to know where to go from here. The patient was redirected to their healthcare provider to further address the issue.¿no further complications were reported/anticipated at this time.